Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was isolated to the u15, u16, u17, and u18 components on the defibrillator pca board being shorted, causing r45 to become open. The monitor was unable to pass detect and treat testing. The root cause for the shorted igbts and open r45 was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.